Event description:
The patient reportedly developed an edema at the implant site. The patient was treated with prophylactic amoxicillin plus clavulin for 10 days. Surgery to explant the patient's device is under consideration.